Manufacturer narrative:
The field event of inappropriate and unexpected back-up operation was not confirmed. Final analysis found an intermittent telemetry anomaly with the device. The cause of the telemetry issue, however, could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the asymptomatic patient presented in clinic for routine follow-up. Upon interrogation, it was revealed that the patient's implantable cardioverter defibrillator was inappropriately and unexpectedly operating in back-up. No intervention was performed. There were no patient consequences.

Event description:
New information received indicates the device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.